Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Interrogation revealed loss of atrial capture. Programming changes were made. The patient had no issues and will continue to be monitored.